Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The spare lamp led was blinking on the front panel due to a faulty emergency lamp which requires replacing. Additionally, the high function was also not working due to a faulty hinge unit which needs replacing. Dust was noted inside the unit. The white light lens was foggy. The tank socket had rust present and heavy corrosion was noted on the rear foot of the unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis exera ii xenon light source due to the spare lamp indicator continuously blinking, though reported all other device functions had no problems. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit had a faulty emergency lamp. This report is being submitted to capture the faulty emergency lamp found during device evaluation.

Manufacturer narrative:
This supplemental report is being submitted as an additional information report for the initial reporter's information, as well as a correction report. The correction is for g3, the correct aware date on the initial report should have been 11jan2022. If additional information becomes available following this report, another supplemental will be provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that the indicated phenomenon occurred due to an emergency light failure due to long-term use. Olympus will continue to monitor field performance for this device.